Event description:
It was reported that the balloon was stuck with the wire. The target lesion was located in a severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure it was noted that the device got stuck with the guidewire. The catheter and guidewire were removed as a single unit outside the patient. The procedure was completed with another of same device. There was no patient complications were reported.